Event description:
The reporter stated that he had gotten a result of 215 mg/dl on his meter compared to the company nurse's reading of 160. He did not know what type of meter the nurse used. The reporter felt that he may have rec'd a false high result due to placing too much blood on the test strip. The test strips he was using had expired december 1998. He retested using new strips and control solution, and reported results around 120 mg/dl in the morning and 150 mg/dl, 145 mg/dl one hour later.